Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient on impella support experienced suction events. Echo - echocardiogram (ultrasound) confirmed that the impella catheter appeared to be behind the papillary muscle. Repositioning at bedside was attempted without success. The patient was brought to the cardiac cath lab for impella repositioning.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type corrected information for the initial MFR 1220648-2024-06129 was provided. Note: corrected information provided in h6 is an addition to previous coding.